Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1260961. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Ten retention samples were provided, which were not opened and did not display the reported failure modes. Additionally, a physical sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in the needle did not disengage properly and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: intimate catheter safety device did not work and we lost venous access to the patient. 05/17/2023: add info received. Was there reinsertion? No. Was there any harm to the patient/caregiver? (Detail) no, but we had to insert a new catheter. Was there exposure to blood or chemotherapy to mucous membranes or skin? No. What medication was being administered? We do not have this information. Contact info received. Which components were affected? Needle and catheter for insertion was it possible to perform the procedure or did another device have to be used? Used another device. Did the deviation result in any medical intervention (surgery, imaging tests, measurement, etc...)? If yes, please detail. No, we segregated the batch, as it was tested several times by several different people and presented an error. Did the deviation cause a sharps accident to the health professional and/or patient? No. Did the diversion result in any potential security issues? Yes, because in some cases the needle detach out of the device before the end of the insertion. ___ 06/17/2023: add info received. What does ¿the safety device did not work¿ mean? Does it mean that after inserting the catheter in the patient, when removing the stylet, the needle was exposed? That is, did the safety device fail to protect the needle? A: it means that the device covered the needle, but I don't know if partially and the needle returned through the safety device. Could you please explain better how the following report happens: ¿we lost the patient's venous access¿ and ¿in some cases the needle came out of the device before the end of the insertion¿? Could this be a second problem in addition to the failure of the safety device? A: yes, it's a second problem. Is there a difficulty in inserting the catheter into the patient's skin? A: it was not the situation of the reported case, but this episode has also happened. Did the needle disconnect from the adapter before completing the insertion? In the reported case, the needle detached itself from the device after puncture, having become disconnected from the guidewire, remaining in the initial puncture position, attached to the silicone. If I hadn't noticed, I would have salinized the access with the needle still attached, and could push the needle towards the patient. There was a need to remove the puncture for patient safety, that's why I said that we lost access, because we had to remove the puncture that had been successfully performed. ¿in some cases the needle came out of the device before the end of the insertion¿? A: in this part, the needle happened to be stuck to the final silicone, part of the cap, leaving the system open and, in one of the first cases, a lot of blood dripped through the silicone cap and it was only noticed the stuck needle from the inside when opening the cap.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in the needle did not disengage properly and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: intimate catheter safety device did not work and we lost venous access to the patient. 05/17/2023: add info received. Was there reinsertion? No. Was there any harm to the patient/caregiver? (Detail) no, but we had to insert a new catheter. Was there exposure to blood or chemotherapy to mucous membranes or skin? No. What medication was being administered? We do not have this information. Contact info received. Which components were affected? Needle and catheter for insertion. Was it possible to perform the procedure or did another device have to be used? Used another device. Did the deviation result in any medical intervention (surgery, imaging tests, measurement, etc...)? If yes, please detail. No, we segregated the batch, as it was tested several times by several different people and presented an error. Did the deviation cause a sharps accident to the health professional and/or patient? No. Did the diversion result in any potential security issues? Yes, because in some cases the needle detach out of the device before the end of the insertion. 06/17/2023: add info received. What does ¿the safety device did not work¿ mean? Does it mean that after inserting the catheter in the patient, when removing the stylet, the needle was exposed? That is, did the safety device fail to protect the needle? A: it means that the device covered the needle, but I don't know if partially and the needle returned through the safety device. Could you please explain better how the following report happens: ¿we lost the patient's venous access¿ and ¿in some cases the needle came out of the device before the end of the insertion¿? Could this be a second problem in addition to the failure of the safety device? A: yes, it's a second problem. Is there a difficulty in inserting the catheter into the patient's skin? A: it was not the situation of the reported case, but this episode has also happened. Did the needle disconnect from the adapter before completing the insertion? In the reported case, the needle detached itself from the device after puncture, having become disconnected from the guidewire, remaining in the initial puncture position, attached to the silicone. If I hadn't noticed, I would have salinized the access with the needle still attached, and could push the needle towards the patient. There was a need to remove the puncture for patient safety, that's why I said that we lost access, because we had to remove the puncture that had been successfully performed. ¿in some cases the needle came out of the device before the end of the insertion¿? A: in this part, the needle happened to be stuck to the final silicone, part of the cap, leaving the system open and, in one of the first cases, a lot of blood dripped through the silicone cap and it was only noticed the stuck needle from the inside when opening the cap.